Event description:
The initial reporter questioned the results for multiple patient samples tested for tp2 total protein gen.2 (tp2) on a cobas 8000 c 702 module. The following are examples of discrepant results for 3 patient samples. Patient 1 initial result was 58 g/l. The repeat result was 73 g/l. Patient 2 initial result was 59 g/l. The repeat result was 71 g/l. Patient 3 initial result was 51 g/l. The repeat result was 68 g/l. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The tp2 reagent lot number was 713204 with an expiration date of 31-may-2024. On (B)(6) 2023 the field service engineer (fse) cleaned a block in the main pump filter, lowered the gear pump pressure, checked for leaks and drips, checked the rinse levels, replaced a head cover, and cleaned others, adjusted probe washing positions and reagent sampling positions. Mechanical checks were performed and qc was run. The customer continued to have issues with qc results for tp2. On (B)(6) 2023 the fse replaced the gear pump, replaced reagent probes, adjusted the sample probe, and performed qc. The customer had no further issues after the 2nd service visit. The investigation determined the event was due to a maintenance issue.